Event description:
Allergan / abbvie / zeltiq, is a multi-billion dollar company that among other things, makes a machine that claims to freeze away fat. That may be the case for some but for many, ca 900 that I am 100% certain of, and another 40k (forty thousand), who may have had other adverse affects but also who might mainly have this affliction. My case number which is filed with allergan is number is in the 38000 number. I am one of the unlucky ones who underwent coolsculpting and who was damaged like so many others, like (B)(6), who sued them for (B)(6) and won! However, we who are not supermodels, have been acknowledged as to having this rare condition, since the only known way to get it is in fact from coolsculpting , so they have no choice but to accept responsibility. The problem many of us , so far 902 total , have with the apparatus is that allergan continues to allow it to be on the market , as does the FDA . Many of us have filed reports against this machine but our reports somehow fell by the wayside. Allergan emails us all and offers to pay us a small amount of money and asks that we sign a waiver where we agree to never sue them if we do accept the money. You see, this horrible disfiguring condition caused by the coolsculpt apparatus can only be rectified by undergoing a highly invasive procedure where an experienced, board-certified plastic surgeon performs what is known as vaser liposuction, and in some cases the only way to remove it is by abdominoplasty. This surgery done by an experienced surgeon usually costs between (B)(6), depending how much damage has been done. The recovery takes weeks, in my case I¿m 5 weeks post op and still am not able to work my normal duties and still have pain and have to wear a compression garment. In some cases, even after undergoing surgery the pah (paradoxical adipose hyperplasia) can return and a second surgery is necessary. What I am trying to get the FDA to do is help us shut down this racket they have going on. Too many people are being ruined and we believe that the providers for allergan are not reporting the adverse effects to the FDA when someone files a claim. Having pah, or the worst case scenario. They are , but the FDA isn¿t banning the use of the apparatus . We, the victims believe the statistics have been fudged by the company and that someone (eg the FDA) needs to hold them accountable. There is a private facebook group with over 900 members, all who have been diagnosed with paradoxical adipose hyperplasia due to coolsculpt. If you were to see what we go through because of what these people are allowed to do, you would ban it forever. We need your help to put an end to it, and for these criminals to be held accountable and pay for the corrective surgeries their contract/agreement says it will, in full to people whose lives as well as finances, have been turned upside down because of a greed that few have ever witnessed. How the FDA is allowing this atrocity to continue right under your nose and right in front of us who have been damaged physically is beyond me. Please, make them stop! Is this not why we have the FDA? To protect the public from harm?